Event description:
Female c/o itching 15 minutes into treatment. Md called medicated with benedryl. Tolerated rest of treatment. Twenty four hours later while receiving plasma pheresis hemolysis discovered- pt admitted, stabilized and finally discharged. Treated with same dialyzer. Only difference was using new type of hd reactive blood tubing. Coordinator reflected events since change to blood tubing, new segment "jumping" during treatment as blood performed through tubing. Have not observed since tubing changed.